Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku.

Event description:
It was reported that when the epicardial lead was sutured in three places, the pacing threshold and lead impedance rose. It was further reported that when the lead was sutured in two places, the threshold and impedance were normal values but when the proximal part of the lead was sutured, the numbers rose again. The lead was removed and replaced. No patient complications have been reported as a result of this event.